Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient's mother claimed that upon removal of the sensor pod, the sensor wire detached from the sensor pod and remained attached to the patient's abdomen. Patient's mother stated that she removed the sensor wire from the patient's skin. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).